Manufacturer narrative:
The lens was not implanted. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of the intraocular lens (model pcb00) the tip of the cartridge was bent. Reportedly, the cartridge tip contacted the patient's operative eye but no injury occurred. The surgeon was not able to implanted the lens, therefore a new pcb00 was prepared and implanted successfully. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 08/25/2018. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. Visual inspection showed that the plunger was in advanced position and the cartridge was correctly engaged into lower body of the pcb00 device. No assembly error and/or defect related to manufacturing process were observed. No viscoelastic was observed in the device. The intraocular lens (iol) was observed stuck at the cartridge tip. The dfu (directions for use) states to completely fill the viewing window with ovd (ophthalmic viscosurgical device). The customer's reported complaint was verified. Based on the visual evaluation of the returned unit it could not be determined that the cause of the issue reported is related to the manufacturing process. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.